Event description:
It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while under the valve, it was observed the septal gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Upon removal, it was observed the gripper line was broken. Three clips were then deployed, reducing tr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and while the reported single gripper actuation issue appears to be related to the gripper line break, a cause for how the gripper line broke could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.